Event description:
The customer reported an external paddle malfunction.

Manufacturer narrative:
The factory has not yet rec'd the device for evaluation ,and this complaint is still under investigation.